Event description:
It was reported from a journal article that a patient had a right revision total hip arthroplasty performed on an unknown date. Three months after the revision, the patient experienced a dislocation which was successfully reduced during closed reduction under general anesthesia. However, due to persistent abductor weakness, the decision was made to revise the acetabular liner to a constrained liner to prevent further dislocations. The patient was followed up for 35 months with no further complications. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. G2: akbari javar m, esmaeili s, shokraneh s, ghorbanzadeh m, mortazavi smj. Hybrid fixation technique for femoral stem revision in b3 periprosthetic fractures: a report of two cases. Arthroplast today. 2025 feb 28;32:101645. Doi: 10.1016/j.artd.2025.101645. Pmid: 40104774; pmcid: pmc11919329. G2: foreign: iran. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: d5; g3; h2; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. Attempts have been made to gather all product identification information, and no further information has been provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.